Manufacturer narrative:
Device evaluation: the device returned with hardened blood and residue visible throughout the guidewire lumen. It was not possible load a 0.035inch guidewire through the device due to the hardened blood and residue. Negative prep confirmed the presence of a leak. Upon pressurization at 4atm, a leak was observed from the balloon. No leak was observed from the luer or hub of device. Upon visual inspection a longitudinal tear was visible on the balloon, extending from the proximal balloon working length to the distal balloon working length. The balloon material was jagged and uneven at the proximal end of the tear. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an in.pact admiral to treat a 100mm lesion with mild calcification and 75% stenosis in the right superficial femoral artery (sfa). A radifocus/terumo/0.035 300 cm guidewire, destination/terumo/6fr/45 cm sheath, encore 26/boston inflation device and a sterling/boston/5.0 220 balloon catheter was used in the procedure. A contrast/saline mix was used as inflation fluid. Negative prep was performed during prep but no abnormalities were observed. The device was not passed through a previously deployed stent. There was no issue when the pre-dilation balloon was used with the inflation device, but it was reported that when the inpact admiral was inflated, the balloon pressure did not increase. The physician indicated that the pressure was escaping and an air leak occurred. When the hub of the device was pressed, the pressure increased. No patient injury was reported. When the device was returned to the manufacturing facility, it was noted that the balloon was damaged